Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR ID#: 2134265-2012-00245, 2134265-2012-00246, 2134265-2012-00244, 2134265-2012-00251. It was further reported that at the time of the event, the proximal and distal edge dissections were grade c dissections.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to stable angina (ccs class 3) and was referred for cardiac catheterization which revealed 2 target lesions. The first was an 80% stenosed and 11mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. It was treated with direct stenting using a 3.0x16mm taxus liberte stent. Following placement of this stent, a proximal edge dissection and a distal edge dissection occurred. This was treated with bail out stenting with 2.5x16mm taxus liberte stent and a 3.0x12mm taxus liberte stent. Following post dilation, residual stenosis was 0% and timi flow was 3. The second target lesion was 95% stenosed and located within a previously placed unspecified stent. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. 93 days post procedure, the patient expired due to anoxic brain injury unrelated to this device.